Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Customer was contacted for a different complaint (ref 334205) and also stated that the ghs350 rear wheels are difficult to swivel. She states they are using it on hardwood floors and sometimes tile, but not with any type of carpeting and that it's only to transport her husband from the bed to a wheelchair over a short distance. Customer has been advise to contact spinlife (her original dealer) after comparing her lift to the invacare (B)(4) page where the ghs350 is demonstrated. Customer will contact spinlife if she feels it's still too difficult to swivel. No further information provided.